Event description:
It was reported the patient had less therapy response than the first six weeks after implant. They were going to the bathroom more often. Impedances were fine. Reprogramming was performed. Two weeks later, the symptoms had not improved. The implant and incision sites were hot to the touch. The patient also experienced discomfort and pain with back stimulation. The patient could have an infection, but showed no other signs of infection. They had to increase higher for therapeutic effect. Reprogramming resolved the back stimulation and resulted in vaginal stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).